Manufacturer narrative:
Investigation: the sets in question were not returned for investigation. We therefore conducted investigations based on the provided information. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the lot number in question, we reviewed whether there had been any complaints reported by other customers. The results revealed that complaints against wbc contamination associated with this lot number had been reported by one different customer as of (B)(6) 2022. Root cause: we reviewed the manufacturing record and the testing and inspection record of the lot number concerned; however, we did not find any abnormalities and we were not able to identify the cause of the issue.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The whole blood collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.3, h.6 and h.10. Corrected investigation: we received red blood cell storage bags only; therefore, we were not able to investigate the filters, which are related to filtration function. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Shipping testing, including measurements of solution concentration and volume, and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all shipping testing items. The product conformed to the standards. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. We investigated whether any complaints associated with this lot number and confirmed that we had not received any reports about the same issue by other customers as of september 9, 2022. Corrected root cause: as mentioned above, there were no anomalies in the manufacturing record and the testing and inspection record of the lot number concerned. We were not able to identify the cause of this issue. We were unable to observe the state of the occurrences in the filters, which are related to filtration performance, as the filters were not returned for evaluation.